Event description:
A malfunction occurred on the customer's pump, displaying a malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted in resetting the pump, and advised to call back if the malfunction recurred. The issue did not persist, and the customer was able to continue using the pump.